Event description:
Boston scientific crm received info that this pt's cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to an infection. As of today, this product has not been returned. The date of explant was not made available and there is no indication to suggest that the event date is the day the infection was discovered or the day it was taken out.

Manufacturer narrative:
The device was not returned for analysis. Therefore, the quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. The biotronik sterilization protocol confirmed that all sterilization parameters, such as gas concentration, temperature, humidity, etc., were in their specified ranges. Also, the investigation of the microbiological indicators showed the successful completion of the sterilization process. In summary the infection was not device related.